Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report the receiver displayed the initialization screen without a manual restart on (B)(6) 2016. The patient did not report injury or medical intervention. No additional patient or event information is available. The receiver data log was reviewed. The complaint of inaccurate cgm values could not be confirmed. A root cause could not be determined. The complaint device was returned for evaluation. A follow-up report will be submitted upon completion of device evaluation.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. The receiver log was reviewed and screen error alarms were observed. The reported event of initializing screen without manual restart was confirmed during log review. A root cause could not be determined.